Event description:
The customer reported that the pump battery was depleting too quickly over the past three weeks, resulting in a pump shutdown. There was no adverse impact on the customer's blood glucose level. The customer continued to use current pump.